Manufacturer narrative:
Method: the trajectory of the surgical guide is reviewed in three steps: the guide is seated on the dental model with inserts. Gauge pins are then seated in the inserts to help visualize the trajectory of the guide; the assembly from step 1 is scanned and overlaid onto the treatment plan; gauge pin trajectory is measured against implants positioned in the treatment plan. Axial center to center distances are taken at the implant crest and implant apex.

Event description:
The doctor reported that site 21 was too lingual and that he had to find another place to place implant 21. He reported that 21 was half way out of bone. He also reported that two anterior implants missed the bone. There was a little perforation on the lingual side and that is why he thinks the implants missed the bone.